Event description:
It was reported that the insulin pump alarmed button error and alarm could not be cleared. Customer was doing homework on the desk when alarm occurred. Blood glucose value is 228 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to keypad traces. No button error alarms noted during testing. The insulin pump was received with minor scratches on liquid crystal display window and cracked reservoir tube lip.